Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental device.

Event description:
It was reported, proximal pin clamp on micro hoffman broke off resulting in pt contacting physician. Physician reports it had no adverse reaction to pt and he just replaced said implant on (B)(6) 2011. The pin would not hold in clamp resulting in replacement.